Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06308. It was reported the patient was experiencing stimulation in the wrong location following a car accident. Fluoroscopic images taken indicated the patient's left lead migrated. An sjm representative met with the patient for system reprogramming but was unable to remove all unwanted abdominal stimulation. The patient reportedly decided against taking any further action to address the issue and will continue using his current stimulation programs for now. As is unknown which scs lead migrated, all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06308. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced with a different model lead. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06308. Additional information received identified the patient will follow up with his physician to discuss possible surgical intervention to address the issue.